Event description:
It was reported that a user of the ilet with an inset infusion set experienced multiple infusion set issues, including one set being dislodged, a subsequent set contacting blood, and another set left with the needle guard in place, after which blood glucose rose to a high reading and later dropped to 48 following recognition of the guard error; oral glucose was used and replacements were requested as the user had one infusion set remaining. Symptoms included hyperglycemia, hypoglycemia, hot flashes/flushes, and sleepiness/drowsiness. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no specific findings, with insufficient information regarding a device problem and insufficient information regarding any specific device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.